Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported blood glucose levels above 600 mg/dl. Prior to the hospitalization, the customer had changed the infusion set and felt fine. The customer woke up the next morning and was vomiting. The customer stated that the cannula was bent when she removed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. The customer also mentioned that the insulin pump does not give the empty reservoir alarm. Nothing further was reported.